Event description:
High impedance; could not pace either chamber, unipolar or bipolar, at 7.5v and 1.5ms. High impedance; could not pace either chamber, unipolar or bipolar, at 7.5v and 1.5ms. Returned 11/27/00 for no output, telemetry issues.